Event description:
Report received of blood leakage from the stopcock of the pressure monitoring kit. It was reported that the perfusionist admitted to not changing out the open vented caps with the sterile nonvented caps. Reportedly, there was a small amount of blood leakage. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.